Manufacturer narrative:
No other products are concerned.

Event description:
A potential product issue has been reported with our oncor avant-garde linear accelerator with the coherence impression therapist workstation. In the abundance of caution this issue is being reported. The therapist work station displays "??? Divide by 0" and does not inhibit the treatment process. The customer is concerned that there could be a case where the treatment is allowed to proceed past a safe point and cause a treatment error. There was no injury reported. Preliminary risk analysis is pending. Initial corrective action is pending. Final corrective action is pending.